Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for prophylactic filter placement prior to gastric bypass surgery. The right internal jugular vein was accessed and the tract was dilated. The sheath from the filter set was advanced and the filter deployed in an infrarenal location. There were no immediate complications. Approximately seven months post filter deployment radiology reports performed for complaint of lower back pain demonstrated a tilted filter as well as transitional lumbar vertebral body. Approximately six years post filter deployment, an upper gi and esophagram were performed for complaint of dysphagia. An ivc filter was identified at the level of l2 with one strut superiorly displaced and perpendicular to the axis of the filter. Two months post upper gi, CT scan performed to evaluate anatomy due to weight gain status post gastric bypass demonstrated an indwelling ivc filter tilted with filter limbs extending beyond the caval wall. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins prior to gastric bypass surgery. Approximately seven months post filter deployment, imaging allegedly identified a tilted filter. Approximately six years after deployment, an upper gi and esophagram identified a filter at the level of l2 with on strut superiorly displaced and perpendicular to the axis. A CT scan taken approximately two months later demonstrate an indwelling tilted filter with limbs extending beyond the caval wall. Based on the medical record review, filter tilt, material deformation, and perforation of the ivc can be confirmed. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible that the stability of the filter was affected during gastric bypass surgery. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient had a filter placed prior to gastric bypass surgery. The vena cava filter was successfully deployed in an infrarenal location without immediate complication. Approximately seven months post filter deployment, radiology report demonstrated the filter to be tilted. Approximately six years post filter deployment, upper gi series demonstrated the filter at the level of l2 with one strut superiorly displaced and perpendicular to the axis of the filter. Approximately two months later, CT scan demonstrated a tilted filter with limbs extending beyond the caval wall. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months post filter deployment, patient presented with back pain. Subsequent, radiology reports revealed tilted filter. Approximately six years post filter deployment, an ivc filter was identified at the level of l2 with one strut superiorly displaced and perpendicular to the axis of the filter. Two months post upper gi, CT scan performed to evaluate anatomy due to weight gain post gastric bypass demonstrated an indwelling ivc filter tilted with filter limbs extending beyond the caval wall. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava and material deformation. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device: 1528) h11: e1 (complainant phone), h6 (patient, device, method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately seven months post filter deployment, radiology report demonstrated the filter to be tilted. Approximately six years post filter deployment, upper gi series demonstrated the filter at the level of l2 with one strut superiorly displaced and perpendicular to the axis of the filter. Approximately two months later, CT scan demonstrated a tilted filter with limbs extending beyond the caval wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.